Event description:
It was reported that during an unknown procedure, it had a difficulty in sealing. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.